Manufacturer narrative:
(B)(4). The device was returned for repair and analysis found the following: the device failed electrical tests. The black plastic part is burnt at the connection. The coating is damaged on the distal part of the forceps. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). The coating was probably damaged by shocks against other instruments during the use or the reprocessing.

Event description:
Bipolar forceps were returned for repair.